Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter phone: (B)(6). G4: premarket/510(k) #: k142259, k163701.

Event description:
It was reported that the device fractured. The target lesion was located in the liver. A direxion microcatheter was selected for transcatheter arterial chemoembolization (tace). However, during coil advancing, a fracture occurred at the connection point of the microcatheter's distal end. The procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was stable post-procedure.

Event description:
It was reported that the device fractured. The target lesion was located in the liver. A direxion microcatheter was selected for transcatheter arterial chemoembolization (tace). However, during coil advancing, a fracture occurred at the connection point of the microcatheter's distal end. The procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was stable post-procedure. It was further reported that the rotation at the end fractured. No fractured device was inside the patient because it was completely removed.

Manufacturer narrative:
B5 - describe event or problem section updated with additional information. (B)(6). G4 - premarket / 510(k) #: k142259, k163701.